Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range pacing impedances. The impedances in the unipolar configuration were determined to be normal. The issue was found to be related to the right ventricular (rv) lead's rv ring. Later information indicates that this patient underwent a revision procedure and this lead exhibited out of range pacing impedances in the biopolar configuration greater than 2,500 ohms. The field representative was contacted for additional information regarding this clinical observation; however, no further information was able to be brought forth.